Event description:
As reported, the 6x24 palmaz blue on slalom balloon expandable stent was noted to have fractured and separated in the celiac artery after being placed approximately fifteen months ago. Approximately fifteen months after initial placement, the patient had a non-cordis 6x29 covered stent placed. The non-cordis stent was placed to cover and re-stabilize the fractured palmaz stent. This was an incidental finding as the patient was following up for mesenteric ischemia. The patient presented a re-stenosis of greater than 70% of the palmaz blue stent. The device will not be returned for evaluation. Addendum: one image was provided for review, a stent is visible, and a fractured/separated condition of the stent is observed.

Manufacturer narrative:
As reported, the 6x24 palmaz blue on slalom balloon expandable stent was noted to have fractured and separated in the celiac artery after being placed approximately fifteen months ago. Approximately fifteen months after initial placement, the patient had a non-cordis 6x29 covered stent placed. The non-cordis stent was placed to cover and re-stabilize the fractured palmaz stent. This was an incidental finding as the patient was following up for mesenteric ischemia. The patient presented a re-stenosis of greater than 70% of the palmaz blue stent. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent fractured-separated" could not be confirmed. According to the indications for use in the safety information in the instructions for use ¿the palmaz genesis transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established.¿ this event is considered a violation of the IFU and as such, off label usage. To avoid the possibility of dissimilar metal corrosion. Do not implant stents of different metals in tandem where overlap or contact is possible, with an exception, stents made of 316l stainless steel are compatible with stents of nickel titanium alloy. No preventative or corrective actions will be taken at this time.